Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (17.0 mg/ml mg/ml at 6.381 mg/day) and bupivacaine (8.0 mg/ml at 3.0028 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and degen disc disease/ herniated disc pain. It was reported the patient had increased pain post pump turned down on (B)(6) 2017. The patient reported unsatisfactory analgesia on (B)(6) 2017. It was noted the patient's device elective replacement indicator (eri) was at 7 months. It was indicated the event was possibly related to the device or therapy. The pump was reprogrammed on (B)(6) 2017 and the pump was explant and replaced on (B)(6) 2017. The device disposition was unknown. The event was unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated. Additional information stated the event resolved without sequelae on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). It was noted the pump was replaced as an action to the unsatisfactory analgesia and normal battery depletion.